Event description:
It was reported the patient has lost stimulation due to lead migration. The patient experienced a previous fall, but was able to establish effective coverage at that time. Stimulation can only be felt when standing or leaning back, however, it's not in the desired location. X-rays were taken and confirmed the lead has moved down and over in position. A physician consult was advised for possible surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.